Event description:
It was reported that the right ventricular lead experienced high impedance, and high threshold. In addition, apparent lead fracture was observed on fluoroscope. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a partial lead in segments was returned and analyzed. Analysis results revealed that no anomalies were found. The defib conductor was distorted and fractured due to overstress. The outer tubing overlay was melted. The outer insulation had cosmetic environmental stress cracks, it had a cosmetic depression, and there was a white substance present on it. There was also a white substance on the exposed defib coil. There was apparent explant damage. We also received performance data collected from the device and have analyzed the data. Analysis results revealed high resistance/impedance. A right ventricular pace lead impedance patient alert was recorded on (B)(6) 2010. Ventricular pace lead impedance rises from an approximate baseline of 750 ohms the week of (B)(6) 2010 to a high of 9008 ohms the week of (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.